Manufacturer narrative:
Title: journal of surgical research: early postoperative bowel obstruction of appendectomy because of the staples in pediatric patients source: https://doi.org/10.1016/j.jss.2020.05.001, volume 254, p314-317, october 01, 2020 elsevier inc. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from 2014 to 2018, a retrospective chart review was performed of pediatric patients undergoing a laparoscopic appendectomy that experienced a subsequent small bowel obstruction (sbo) within 6 weeks of surgery. Six out of 793 patients were included in the review. Post-operatively, it was reported one patient remained hospitalized for persistent ileus, and 3 patients required urgent surgical exploration after initially being treated with gastric decompression and fluid resuscitation for symptoms associated with a sbo. Two of the 3 patients had ischemic bowel, one was due to a twisting loop of small bowel, and one was due to an internal hernia due to adhesions from the staple line to the terminal ileum. The author noted staples that were dropped within the abdominal cavity at the initial surgery were the culprit in 4 of the 6 patients and these patients required removal of the foreign body. All patients underwent imaging to support the diagnosis of a sbo. It was reported one patient had a dropped staple that caused kinking of the bowel around an inflammatory mass. Following the surgical intervention for treatment of the sbo, one patient had a second sbo that required additional surgical intervention. At re-exploration, this patient was found to have a staple unfurled at the end of the staple line for the appendectomy, causing an adhesive band to the small bowel mesentery.